Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated the casters roll and swivel while in brake. He said he tried to adjust the casters but proved the casters defective.